Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during benign prostatic hyperplasia (bph) procedure. During the procedure, the anchoring balloon leaked. The system did not display any error messages. The procedure was completed with another of the same device, and the pt is reported as "fine" with no complications.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.